Event description:
It was reported that during follow up an increase in capture threshold was observed. An x-ray was performed and no damage was observed. Lead remains implanted. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.